Manufacturer narrative:
Review of the device history records did not find any deviations or anomalies. No devices or photos were returned therefore a determination on the condition of the components could not be made. No other complaints then those related to this patient have been reported for this lot of humeral stems. The device was used for treatment. The tm reverse surgical technique states: "note: to avoid risk of a periprosthetic fracture, ensure the final humeral stem implant is not larger than the last intermedullary reamer used. Similarly, to avoid an overly loose canal fit, ensure the final humeral stem implant is not smaller than the last intramedullary reamer used". Operative notes were requested; none were provided, therefore it is unknown whether the components were implanted per the surgical technique. With the provided information an exact cause could not be determined. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that during surgery the surgeon noticed that the stem had subsided and the proximal humerus, which already had a fractured piece, fractured more substantially. The stem was checked and found to be stable. The shoulder was then reduced.

Manufacturer narrative:
Information was rec'd from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.